Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 26-jan-2021. The most recent information was received on 01-feb-2021. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('debilitating pain in the abdomen') in a 46-year-old female patient who had essure (batch no. 623228) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida and nickel sensitivity. In 2009, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), generalised joint pain ("joint pain / widespread joint pain"), muscular weakness ("weakness in legs"), pain in hip ("hip pain"), adnexa uteri pain ("sharp pain in ovaries (stabbing)"), uterine spasm ("uterine contractions"), menorrhagia ("haemorrhagic periods"), fatigue ("intense fatigue"), vertigo ("vertigo"), balance disorder ("imbalance"), disturbance in attention ("loss of concentration") and amnesia ("loss of memory"). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2019, the patient experienced device dislocation ("right essure is curled up on itself, filling a large part of the uterine cavity / two coil curls remain in the right tubal ostium"), 9 years 9 months after insertion of essure. The patient was treated with surgery (ablation and laparoscopy: bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, generalised joint pain, muscular weakness, pain in hip, adnexa uteri pain, uterine spasm, menorrhagia, fatigue, vertigo, balance disorder, disturbance in attention, amnesia and device dislocation outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, amnesia, balance disorder, device dislocation, disturbance in attention, fatigue, generalised joint pain, menorrhagia, muscular weakness, uterine spasm, vertigo and pain in hip to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: right essure intrauterine position. X-ray - on an unknown date: right essure intrauterine position. Lot number: 623228 manufacturing date: 2009-03 expiration date: 2012-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-feb-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 26-jan-2021. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('debilitating pain in the abdomen') in a (B)(6) year old female patient who had essure (batch no. 623228) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida and nickel sensitivity. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), joint pain ("joint pain / widespread joint pain"), muscular weakness ("weakness in legs"), pain in hip ("hip pain"), adnexa uteri pain ("sharp pain in ovaries (stabbing)"), uterine spasm ("uterine contractions"), menorrhagia ("haemorrhagic periods"), fatigue ("intense fatigue"), vertigo ("vertigo"), balance disorder ("imbalance"), disturbance in attention ("loss of concentration") and amnesia ("loss of memory"). On (B)(6) 2019, the patient experienced device dislocation ("right essure is curled up on itself, filling a large part of the uterine cavity / two coil curls remain in the right tubal ostium"), 9 years 9 months after insertion of essure. The patient was treated with surgery (ablation and laparoscopy: bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, joint pain, muscular weakness, pain in hip, adnexa uteri pain, uterine spasm, menorrhagia, fatigue, vertigo, balance disorder, disturbance in attention, amnesia and device dislocation outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, amnesia, balance disorder, device dislocation, disturbance in attention, fatigue, joint pain, menorrhagia, muscular weakness, uterine spasm, vertigo and pain in hip to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: right essure intrauterine position. X-ray - on an unknown date: right essure intrauterine position. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.